Event description:
The customer received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results on their e601 analyzer. Repeat testing was performed on the same analyzer. The patient's initial tpsa result was 7.96 ng/ml. The initial fpsa result was 9.15 ng/ml. The results were reported outside the laboratory. The patient's repeat tpsa result was 7.99 ng/ml. The repeat fpsa result was 9.02 ng/ml. There were no adverse events. The fpsa reagent lot number was 16076704 and the expiration date was 05/31/2012. The tpsa reagent lot number was 16349301 expiration date was 09/30/2012 the customer declined a service visit.

Manufacturer narrative:
The sample was provided for investigation. The discrepant results seen by the customer were confirmed. The presence of an interfering substance in the patient sample was found. The sample was tested on a centaur analyzer. The same interference was seen on the competitor's analyzer indicating it was likely an interferent that does not affect the ruthenium label as the centaur does not use the ruthenium label. Additional interference testing was performed, however the exact interferent could not be identified. It is most likely an anti-idiotype or an auto-antibody. The erroneous result did not cause an adverse event.